Event description:
A report was received stated that two (2) devices were in use with a 25 week preterm infant being treated for severe prematurity, neonatal respiratory distress syndrome, and sepsis. The devices in question were being used to deliver dopamine and dobutamine respectively. The dopamine syringe was changed at approximately 21:02, and the patient was noted to have decreased heart rate at approximately 21:04. The device alarmed "syringe near empty" and then "syringe empty" at 21:23 when it was discovered the syringe was empty. During this time, resuscitation efforts were made. The patient expired at 21:30. This report is for device (B)(4) which was infusing dopamine. Two infusion devices were in use at the time of the event. Also see report 2183502-2010-00382 for the other device in use at the time of the event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.